Event description:
Per the clinic, the patient experienced pain and swelling at the implant site following an MRI (1.5 tesla) on (B)(6) 2014. The patient's head was wrapped as per recommended instructions. Revision surgery to replace the internal magnet was completed on (B)(6) 2014. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.